Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as event onset, the patient was treated with vancomycin injection (500mg every 48 hrs., intraperitoneal, for five days) and ceftazidime injection (1g, twice a day, intraperitoneal, for five days) for peritonitis. Ten days after event onset, the patient was hospitalized and treated with vancomycin injection (500mg every 48 hrs., intraperitoneal, discontinued) and amikacin injection (150mg every 48 hrs., intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from the peritonitis. Pd therapy was put on hold and the patient was switched to hemodialysis therapy (ongoing). It was reported the patient was retrained on the proper aseptic technique. No additional information is available.